Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced as the shock impedance trended up over time and has been recently high out of range consistently. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.